Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 280 units of insulin, and the insulin gauge displayed 20 units after delivering 20 units of insulin. The customer's blood glucose level was 380 mg/dl and was addressed with a correction bolus. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.